Event description:
Subsequent to the previously filed medwatch, the returned device analysis revealed a hypotube separation. Additional reported information indicates that the shaft separation occurred post procedure due to manipulation of the device packaging at the site.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion with 90% stenosis, mild calcification, and no tortuosity in the mid left anterior descending artery. A 2.5x12 mm tenku rx balloon dilatation catheter (bdc) stylet/protective sheath was removed without resistance. The bdc was soaked and air aspiration was performed outside the patient anatomy prior to use. The bdc was advanced without resistance and crossed the target lesion, the bdc was inflated and the balloon ruptured during the first inflation at 5 atmospheres. The 2.5x12 mm tenku rx was simply removed from the patient anatomy without any issue. A 2.5x15 mm non-abbott bdc was used to continue the procedure. A 2.5x28 mm non-abbott stent was implanted to successfully treat the target lesion. There was no adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy imaging analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a potential issue/observation caused by, or related to the design, manufacture, or labeling of the device.